Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps device was unable to open and close during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the procedure. There was no harm to the patient. No additional information is available for this report.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. The received forceps sample was found in the opened original packaging including cover foil. It was bent and shows surgery residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample has some residuals and it is bent. After cleaning, the residuals were no more visible and the sample could be activated, but does not open again. Due to the condition of the sample the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).